Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. Upon further inspection, the gel stent was observed to be situated on the external surface of the injector. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which is typical. Inconsistent, faint audible clicks were observed, which is not typical of an enhanced injector. It is unknown why inconsistent, faint audible clicks were observed during the functionality test. Additional evaluation will be performed to identify a root cause. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "tip broken, would not advance" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: additional evaluation was requested to investigate the root cause of the faint audible clicks observed on the returned injector. After further investigation, it was concluded that if the clicks were audible, that this was sufficient and the complaint is not valid. The volume of the clicks is not criteria for product complaint.

Event description:
Healthcare professional reported a xen®45 gts "tip broken, would not advance" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "tip broken, would not advance" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.